Manufacturer narrative:
The reagent lot number was 743115. The expiration date was not provided. The field service engineer found there were damaged pinch valve tubes and replaced them. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable high elecsys troponin t hs stat result from the cobas e411 disk. The initial result was 85.32 pg/ml with a data flag. The patient reported they had undergone testing at another hospital where the troponin t level was recorded as 6.0 pg/ml. The sample was repeated and the result was 5.07 pg/ml.